Event description:
It was reported that the patient was no longer able to get benefit from the spinal cord stimulator (scs) device as the implantable pulse generator (ipg) was depleting quickly. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.